Event description:
A surgeon reported that an intraocular lens (iol) was exchanged nine years following implantation. The patient had reported that the visual acuity was not decreased, but the patient still reported difficulty seeing. The surgeon noted the presence of subsurface nano glistenings. The lens was exchanged at the request of the patient. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records could not be reviewed for the complaint lot because the account did not provide information traceable to the manufacturing documentation. Additional information has been requested. (B)(4).